Event description:
It was reported that during the procedure, when this right ventricular (rv) lead was initially positioned, the physician was not satisfied with the placement due to the observation of high capture thresholds. As a result, the physician elected to reposition the lead. When counterclockwise rotations were performed, tissue was stuck in the helix mechanism. The helix was extended again; however, the physician was not confident to use this lead since the helix mechanism was not extending/retracting as expected. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, when this right ventricular (rv) lead was initially positioned, the physician was not satisfied with the placement due to the observation of high capture thresholds. As a result, the physician elected to reposition the lead. When counterclockwise rotations were performed, tissue was stuck in the helix mechanism. The helix was extended again; however, the physician was not confident to use this lead since the helix mechanism was not extending/retracting as expected. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: this device was not received for analysis. Despite numerous attempts to obtain product return, no further information has been provided.

Event description:
It was reported that during the procedure, when this right ventricular (rv) lead was initially positioned, the physician was not satisfied with the placement due to the observation of high capture thresholds. As a result, the physician elected to reposition the lead. When counterclockwise rotations were performed, tissue was stuck in the helix mechanism. The helix was extended again; however, the physician was not confident to use this lead since the helix mechanism was not extending/retracting as expected. The lead was exchanged for a new one to complete the procedure. No adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection found that the helix mechanism was deformed, and tissue was entwined in the helix. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Boston scientific has assigned an investigation conclusion code of known inherent risk of device. Since the reported issues are covered by the instructions for use, it can be concluded that expected or well-understood factors most probably contributed to the event.